Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: lot # 8916115 belongs to the component part # 3742, allocation to the respective assembly group could not be done as there are various options possible. DHR review is performed for the component part: part: 3742, lot: 8916115, manufacturing site: bettlach, release to warehouse date: 16 may 2014. A manufacturing record evaluation was performed for the component part lot number, and no non-conformances were identified. Visual inspection: holding sleeve 105mm was received at us cq. Upon visual inspection at cq, it is observed that the wing screw of the device got broken. The broken head part was not received at cq and the threaded part received lodged in the sleeve. The fracture surface appears homogenous without any voids or dark spots. It is also observed that the screw blunted trocar was received at cq stuck in the holding sleeve. Thus, the complaint is being confirmed. The rest of the device shows normal wear which would not contribute to the complaint condition. Device failure/ defect found? Yes. Dimensional inspection: dimensional inspection cannot be performed at cq due to the post manufacturing damage. Functional inspection: functional inspection was performed. The screw blunted trocar was stuck in holding sleeve and unable to disassemble. Document/ specification review: the following relevant drawings were reviewed during investigation: -holding sleeve with wing nut screw 105mm no design issues were found which can contribute to this complaint condition. Complaint conformed? Yes. Investigation conclusion: a visual inspection, functional inspection, and document/specification review were performed as part of this investigation. The device was observed to have a broken wing screw. Thus, the complaint is confirmed. The broken wing screw might have contributed to the stuck condition of the device. While a definitive root cause could not be identified, it is possible that the device might have encountered unintended forces. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(4) as follows: it was reported was an unknown date that the universal chuck with t-handle is not releasing, femur distractor holding sleeve wing nut from long sleeve broken off, screw stuck in sleeve, and small fragment screwdriver- screw head stripped. There is no patient consequence. This is report 2 for 3 (B)(4).